Event description:
In 2003, upon insertion of the 18 fr gore introducer sheath/unk, a dissection of the pt's left external iliac artery was identified. The procedure was aborted and the vessel surgically repaired.